Event description:
Information received that head hilow would drift down very slowly. No injury reported.

Manufacturer narrative:
Technician found that the head hilow would drift down very slowly over a 24 hour period. Isolated problem to stuck trend valve. Replaced valve to resolve this issue. Bed in storage.